Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep vein thrombus in distal left popliteal vein and left posterior tibial vein. Event is serious and is considered severe. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2019, (left knee). Treatment: diagnostic intervention (unspecified) and an IV heparin drip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: g1 (physical manufacturer). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.